Event description:
It was reported that the images producted were either very dark and grainy with high kv and ma or pitch white with the same high kv and ma. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The high voltage cable was cleaned and greased during the service call. The system was tested, found to be working as intended and returned to service.